Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an abdominal hysterectomy in 2008. During the procedure, the device was not cutting correctly. It was visually noted that the device was not effective and that the blade was dull. A second device was used to successfully complete the procedure with no adverse patient consequences.